Event description:
Complainant alleged that while attempting to monitor a pt, the device's display blanked out. Complainant indicated that during subsequent testing the device powered up without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.